Event description:
According to the distributor's report, the device was used to close a laceration below the eye. During application, the pt was repositioned and adhesive contacted the eye sealing it shut. Petroleum jelly was applied and the eye was opened. The pt was sent home with ophthalmic ointment after the vision was checked. The pt was reported as fine.